Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Proposed component code: mechanical (g04)- stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial right tha was performed on (B)(6) 2005, with a mua on (B)(6) 2007 due to dislocation. A revision occurred on (B)(6) 2017 due to pain and elevated metal ions. During the revision, metallosis and a pseudotumor were identified. All products explanted except the stem, and a mix of zb and competitor products were placed. The complaint is confirmed based on the provided medical records. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
During the revision, a new competitor shell and liner were placed with a zb head and neck. The well-fixed stem was left intact, and procedure was completed without complications. Medical records indicated that there was a dissection of a very large cyst with anterior extension towards the psoas and superior extension towards the gluteus maximum.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D6b: remains implanted, no explant date required if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: france. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient underwent a hip revision approximately twelve years post implantation due to metallosis, pseudotumor, elevated metal ions and alval. The cup and stem were removed and replaced. Attempts have been made and no further information is available.